Manufacturer narrative:
The customer had an additional occurrence on (B)(6) 2026. For this occurrence, results for patient 2 were not provided. The patient involved in this occurrence is a 23-year-old male. It was reported that another event occurred on (B)(6) 2027. For this occurrence, the results for patient 3 were not provided. A new event occurred on (B)(6) 2026. Patient 4's initial result was 1.77 mg/dl, and the repeat result was 0.124 mg/dl. Reagent lot number 921696 was used for this result. Medwatch field d device identification d4 lot no updated.

Manufacturer narrative:
The correct cobas c 503 analytical unit serial number is (B)(6).

Event description:
There was an allegation of a questionable high bil-d gen.2 result from the cobas c 503 analytical unit for one patient. The date of the event is either 02-mar-2026 or 04-mar-2026. Clarification has been requested but has not yet been provided. The initial result was 1.97 mg/dl. The repeat result was 0.152 mg/dl, accompanied by a data flag.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.